Manufacturer narrative:
Previously reported on pr (B)(6) with MDR# 3030677-2023-00838. Device was not available for investigation.

Event description:
It has been reported that the device is failing self-test.